Event description:
The customer reported the ac power module failed to charge batteries. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module failed to charge batteries. There was no pt involvement. This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.